Manufacturer narrative:
This is the second of 6 reports. Subject device remains implanted.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar apex. Post-procedure the patient was neurologically assessed as having a mrs of 1. One day post-procedure, the patient experienced headache that is ongoing. Medication (non-specified) was required. According to the physician, the headache was possibly related to the procedure, to the stent, and to the coils (subject devices).

Manufacturer narrative:
Expiration date: added.manufacturing date: added.the device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent-assisted coil embolization of an aneurysm located in the basilar apex. Post-procedure the patient was neurologically assessed as having a mrs of 1. One day post-procedure, the patient experienced headache that is ongoing. Medication (non-specified) was required. According to the physician, the headache was possibly related to the procedure, to the stent, and to the coils (subject devices).